Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with burning sensation, inflammation, pimples, and a lump. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. The patient visited either a local hospital or a local doctor and were prescribed an antibiotic. They can no longer remember the details about the medical assistance, but the patient was not admitted and was given an immediate diagnosis. The patient was asked multiple times, but they could not provide further details. The skin reaction was treated with a prescription of an oral antibiotics amoxicillin (unspecified dosage) and unspecified prescription topical cream or ointment. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).